Event description:
It was reported that there was high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the outer insulation was melted and had cosmetic environmental stress cracking, there was apparent explant damage, and there was blood/body fluid (not obstructed) on the distal conductor; full lead in segments returned and analyzed.